Event description:
During the procedure the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire and cvc catheter for analysis. No definite signs of use were observed. Initial visual analysis of the returned guide wire revealed a small kink/bend directly adjacent to the distal j-bend. Further analysis revealed that the guide wire was also unraveled from the distal end. To capture the unraveling, the coils on the guide wire were intentionally stretched to visualize the point of separation on the core wire. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the distal weld was still attached to the coil wire. The guide wire length from the proximal weld to the point of separation on the core wire measured 602mm , which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .793mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The proximal end of the guide wire was inserted through a lab inventory syringe/needle subassembly. The guide wire was able to pass with little to no difficulty. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the proximal weld was secure to both the core and coil wires. A device history record review was performed, and no relevant findings were identified. The IFU provided with the reported kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the weld was still attached to the coil wire. The guide wire met all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on this, the observed failure mode on the returned guide wire is consistent with damage due to undue force applied during insertion. Therefore, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow cvc set: 2-lumen 7 fr x 16 cm section d.4.-catalog # corrected to cs-22702-e

Event description:
During the procedure the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.